Manufacturer narrative:
A manufacturing review could not be conducted as the investigation lot number is unk. The device was not returned. Images were not provided. The complaint investigation is inconclusive for filter limb detachment, limb perforation and filter migration. Based upon the available information the definitive root cause for this event is unk.

Event description:
It was reported that approximately four years after vena cava filter implantation during the filter retrieval, the filter allegedly exhibited a filter limb detachment and appeared to have perforated the ivc, and had migrated. The filter was not retrieved. The current status of the pt is unk.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records received and reviewed. Patient presented the hospital of epigastric pain, evaluation and tests were consistent with biliary pancreatitis and cholelithiasis. A laparoscopic cholecystectomy was performed; however, three days postoperatively the patient complained of shortness of breath, workup was consistent with the bilateral pulmonary emboli. Patient was started on lovenox for anticoagulation therapy. A CT chest scan demonstrated thrombus in the right main pulmonary artery and left main pulmonary artery. Sternotomy wires and surgical clips were demonstrated from the prior open-heart bypass in 1988. Atherosclerosis of the thoracic aorta and coronary arteries was identified. Two weeks later, an vena cava filter was successfully deployed inferior to the renal takeoffs for patient history of dvt and large pulmonary embolus. The operative report did not indicate the name of the vena cava filter that was deployed. Approximately eight months post vena cava filter deployment, an angio procedure performed three separate contrast injected angiograms of the ivc demonstrated no thrombus in the vena cava. The ivc filter was slightly tilted. A vena cava filter limb appears to be perforating the lumen of the ivc wall. No filter fractures identified. No attempts were made to retrieve filter. Approximately four and a half years post filter deployment, a CT scan demonstrated one filter limb perforating the ivc wall to the duodenum; however, it cannot be confirmed if the filter limb has penetrated the duodenum. The report states the filter deployed was an eclipse filter. No acute pathology identified in the abdomen or pelvis. The following year, a CT of the abdomen with contrast demonstrated a tilted filter. Extensive vascular calcifications identified. The 2 cm left renal mass. Two months later, laparoscopic sigmoid ectomy with colorectal anastomosis was performed. The medical records provided did not indicate an attempt to retrieve the filter was made. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
: Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: based on the images provided, a bard g2 femoral filter can be confirmed for deployment in an upright position. Based on the images provided, filter tilt can be confirmed. Based on the images provided, filter limb perforation can be confirmed. Conclusion: the device was not returned. Images and medical records were provided. Based on the image and medical record review, the investigation is confirmed for a tilted filter and perforation of the ivc. There is no mention of filter migration or limb detachment within the medical records; therefore, the investigation is inconclusive for detachment of device and filter migration. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the g2 filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.